Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had a calibration error. Customer's blood glucose at time of incident was 156 mg/dl. Customer insulin pump was shutting of due to low sensor glucose. The customer was advised to wait until blood glucose are stable to calibrate and wait 60 minutes and verify isig has stabilized before entering a new value into the pump. The customer was advised alert may be caused by rapid increase or decrease in blood glucose value. The customer was advised to monitor. The customer reported via phone call indicating that they had change sensor. Customer's blood glucose at time of incident was 156 mg/dl. The customer stated bad sensor occurred after a 2nd consecutive calibration error and discussed timing of calibration leading to alert and calibration protocol. Customer was advised to remove and change out the sensor. The customer was advised that we are replacing sensor.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. The insertion needle was not returned unable to confirm needle complaint.